Manufacturer narrative:
H3, h6: the ri robotic drill, rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was run and failed. The drill displayed a communication error. The bur cannot be inserted and locked. The drill was disassembled and it was found that the drive shaft spindle is bent. The drill nosepiece has significant rust and corrosion inside. The most likely cause of this event is an electrical communication issue associated with excessive internal corrosion. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill, rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was run and failed. The drill displayed a communication error. The bur cannot be inserted and locked. The drill was disassembled and it was found that the drive shaft spindle is bent. The drill nosepiece has significant rust and corrosion inside. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill stopped working and had an error message. The real intelligence robotic drill failed the test. The procedure was completed, with a delay greater than 30 minutes, using a s+n back-up device. Patient was not harmed as consequence of this problem.